Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that once the implantable cardiac monitor (icm) was implanted, there was no sensing at all. The device was removed and no sensing was detected. The icm was replaced. No patient complications have been reported as a result of this event.